Manufacturer narrative:
Reader (B)(6) has been returned. Visual inspection has been performed on the returned reader and no damage was observed. The reader was observed too hot to hold. The reader did not power on with button, strip or usb cable insertion. The reader was connected with computer and software did not able to recognize the reader. The returned reader was further investigated and forwarded to extended for further analysis. The reader was observed to be too hot to hold. The adc cable and adapter were not returned. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope. No anomalies were observed. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured which was not within specification ranges. The returned battery was observed to be charging when connected to a known good reader. The returned reader did not turn on with the returned battery or a known good battery via usb insertion, button depression or strip insertion. A thermal camera was used when the returned reader was connected to a known good battery. Hotspots were observed on the u5 chip, cpu, and u13 chip. This observations confirmed of the reader being too hot to hold. The voltage of resistor was measured when connected to a known good battery. The measured voltage should be zero when it was not connected via usb. In this case, the measured voltage indicates that the chip was not working as intended. The observations and measurements made show that the chip was damaged because of a non-abbott approved adapter was used. The damage to the chip likely caused damage to other components, which resulted in the reader overheating while it was used. This issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter caused in faulty components, which in turn could be caused components to overheat. The measured voltage showed that the chip was not functioning as intended, as well as the hotspot on the chip, therefore, this issue is not confirmed to use due to incorrect adapter was used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.